Event description:
Customer reported an inform system blood glucose result of 55 mg/dl, lab result of 28 mg/dl within 10 minutes. Customer reported no patient symptoms, any treatment was based upon lab result. No adverse event reported. A request was made for the return of the system, replacement was sent.